Event description:
End user is stating that the brakes are not engaging properly, and that when he was trying to plow snow with his power chair, it wasn't plowing. End user stated that he got the chair over the winter and he is the 2nd time owner.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.